Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section d9, e1, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation found that the damage of the parts (base and screw) was caused by shaking or physical shock applied when conveying or installing the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the lens had a damaged screw, causing the light intensity to work intermittently. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Upon return of the device to olympus, the unit was inspected/tested and it was noted that a damaged screw was present in the lens base. There was no problem associated with the device, reported to olympus at the time the device was returned. There was no patient injury, associated with the problem, reported to olympus.